Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use. The surgeon determined the patient experienced a device failure (soft failure) and the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.